Event description:
Additional information was received a healthcare provider (hcp) via a company representative (rep) stated that the pump site showed dehiscence as well as purulent discharge that required explanation. The patient had intrathecal pump placement ¿three weeks ago¿ and continued to remain in the hospital with symptoms of fatigue, nausea, vomiting, and body pain. The pain pump was turned off for about two weeks. The patient remained sick and continued to experience gastrointestinal bleeding. The patient had hip replacement which required them to be admitted in the hospital. The patient medical history is chronic pain syndrome, left hip prosthetic joint infection, long term (current) use of opiate analgesic, postoperative pain, status post unilateral hip replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative (rep) stated that the patient¿s symptoms and hospitalization were not related to the pump or therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown drug (asked, unk n/a at asked, unk n/a) via an implantable pump for unknown indications for use. It was reported that he had a personal therapy manager (ptm) from a previous patient and needed to decouple it so he can use it for someone else. The company representative (rep) stated that the previous patient had an infection, so the pump was explanted, and he just now found out about it. The pump was implanted on (B)(6) 2024 then explanted a month later.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received a healthcare provider (hcp) via a company representative (rep) stated that the patient had medical history of rheumatoid arthritis. The patient had been given immunomodulators. The infection went away after the pump explant. Outcome: the patient was doing fine.